Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Event description:
It was reported the patient was unable to communicate with the scs ipg and the patient programmer or the charging system. The patient stated the ipg had not been charged in several months. The ipg was deemed inoperable as the battery had depleted. The ipg was successfully replaced and the issue resolved.